Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(4) 2009 and that it had performed to specification up to (B)(4) 2012. The information obtained from the device showed the device was switching itself on automatically resulting in multiple manual power-ups of 10 minutes in duration occurring on (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. This caused the early depletion of the pad pak (lot 541) pad pak (lot 541) had a use until date of (B)(4) 2012, but became depleted on (B)(4) 2012. The device detected the fault with the pad pak and issued the "memory full" warning message. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.